Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 230 mg/dl, 150 mg/dl, and 111 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter did not provide whether or not any actions were taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.